Event description:
Information was received that during use of this smiths medical cadd solis vip pump, under infusion was noticed. It was reported that there was approximately 100 ml remaining out of the 132 ml and infusion was not completed. No patient injury reported.